Manufacturer narrative:
The reagent lot number was 796038. The expiration date was requested but was not provided. General reagent issues were excluded as the result that was believed to be correct was obtained using the same reagent. The field service engineer adjusted the gear pump pressure, replaced the cell rinse tubings, and checked the wash levels. He ran mechanical checks that were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable bun result from the cobas 8000 c702 module. The initial result was 2.8 mmol/l and the repeat results were 7.2 mmol/l and 7.1 mmol/l.